Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker system went for a follow up visit after noticing purulent discharge from the pocket. Antibiotic treatment was administered but no improvement was observed. An ultrasound was performed and identified a collection of material around the device, indicating an infection. As a result, a revision was performed and the pacemaker system was explanted. No additional adverse patient effects were reported.